Event description:
According to the reporter, after firing, the device cannot be removed from the cartridge and therefore remains at the tissue. The subject device was used on a patient. The device/clip was stuck on patient tissue. The surgeon placed another clip in position at the tissue site and resected the former clips with additional tissue. There was damage to patient tissue.

Manufacturer narrative:
(B)(4).